Event description:
No additional information.

Manufacturer narrative:
Additional information: addition of initial reporters phone number and email address. Investigation results: no samples were received for investigation of pr 9264454, in which the customer has stated that leakage was experienced from the drip chamber during an infusion. The product in use at the time is reported to be a 70593 set from lot 1025508. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1025508 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 70593 set in the past 12 months.

Manufacturer narrative:
Correction: the initially reported material number was determined to be exempt from us FDA reporting requirements. Please disregard previous submissions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd vp infusion set leaked the following information was received by the initial reporter with the verbatim: during IV infusion a chamber of IV giving set was leaking.